Event description:
It was reported that the patient who was treated with intrathecal lioresal for 3 weeks developed infection of the implantable pump causing septicemia. Lioresal intrathecal was discontinued. The patient recovered. Per the report: "the immunodeficient condition and the presence of germs in hospital could have contributed to the occurrence of infection". At the time of the report, the patient was being treated with lioresal 10 mg, 9 tablets per day.